Manufacturer narrative:
No blank display noted during testing. Pump was received with a critical pump error (open book image) alarm and missing segments. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with a minor scratched display window, scratched case and pillowing keypad overlay. Perform the history review 2 days prior to the event date 10-sep-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. No damage noted on the force sensor. Unable to perform the required testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Display anomaly-missing segments/partial display confirmed due to moisture damage on the electronic assembly. Display anomaly-blank display not confirmed. Damage confirmed at the front of the pump and at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had received an open book image and a partial display. The customer stated that the pump had been dropped. The pump had already been turned off and was no longer being used. The customer experienced hyperglycemia. The blood glucose value at the time of the event was unknown. It was unknown how the customer was treated for hyperglycemia. The event involved product(s) mmt-1885. Troubleshooting was performed for the open book image, which explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the partial display, and the customer was not calling back with blank display after receiving a new battery cap. Troubleshooting was performed for the cosmetic damage, and the pump did not rattle. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.